Event description:
Caller reported a malfunction on the pump following a drop, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, advised the customer on backup therapy using multiple daily injections (mdi), and provided instructions on storage mode and returning the pump. The customer acknowledged the instructions and a replacement pump with updated software was sent.